Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. The customer¿s incident blood glucose level was from 400 mg/dl to 500 mg/dl. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer also stated that they received insulin block block alarm. Insulin was exited. Customer did not alleges that the insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.